Event description:
The pt was feeling sick and dizzy. Pt used the suspect device to check their blood glucose and obtained high readings - 591, 221, 153 and 237 mg/dl. Pt called their doctor and was advised to double their meds. Afterwards, their condition got worse. The following day pt was admitted to the hosp. Their glucose was 40 mg/dl. Pt was given juice and a glucose IV for hypoglycemia. Level 1 glucose control was used on the system and the control was out of range. The suspect device was replaced with new product and then authorized for return to the manufacturer for evaluation.